Event description:
The customer reported 60 cycle interference during a 12 lead ECG. The additional equipment in the environment was not reported. There was no report of patient impact.

Manufacturer narrative:
The customer reported 60 cycle interference during a 12 lead ECG. The additional equipment in the environment was not reported. There was no report of patient impact. The device was returned to the bench and the symptom could not be reproduced. This does not represent a malfunction of the device. We are considering this a user misunderstanding regarding equipment being used while this ECG was done.